Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
It was reported that the lead adaptor had an apparent fracture, causing the lead impedance to decrease. The adaptor was removed and not replaced. Testing of the leads, after the adaptor was removed from the system, found impedances to be within normal range. No patient complications have been reported as a result of this event.